Event description:
It was reported that the user accidentally navigated to and selected the shutdown command on the ilet while away from home with a reported blood glucose value of 210 mg/dl, did not initiate alternative therapy overnight, and later used subcutaneous insulin by pen at work before planning to reconnect the ilet after charging, with guidance provided to wait at least 90 minutes after the last injection prior to reconnection. No adverse clinical symptoms associated with hyperglycemia concerns following the overnight interruption, with a reported blood glucose of 130 mg/dl during follow-up. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.